Event description:
A representative reported that the patient¿s pump was being replaced due to normal battery life and they needed to move the pump. The medications infused were prialt and dilaudid. The representative later stated that the patient lost quite a bit of weight and, as a result, the pump was uncomfortable. The patient experienced no adverse event as a result of normal battery depletion. The patient was doing well post implant. The patient¿s weight history was reported: (B)(6) 2012 ¿ (B)(6); (B)(6) 2012 ¿ (B)(6); (B)(6) 2013 ¿ (B)(6); (B)(6) 2013 - (B)(6); (B)(6) 2013 ¿ (B)(6). The weight loss had not been greater than 20% so the event of weight loss was considered non-serious.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).